Manufacturer narrative:
(B)(4). The customer reported that the battery had no power and also would not power up the device. There was no report of pt involvement. Philips sent the customer a new battery which resolved the failure. We will consider this a failure of the battery.

Event description:
The customer reported that the battery had no power and also would not power up the device. There was no report of pt involvement.